Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch, ventralex st patch & ventralight st on (B)(6) 2015 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #1). (Note: no implant op-notes were provided for this procedure.). (B)(6) 2015 - patient was diagnosed with sepsis, small bowel perforation thereby underwent open repair with removal of ventralex mesh (device #1). Per op noes, "a small bowel perforation was identified. The ventralex mesh (device #1) was completely explanted." (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic converted to open repair with implant of ventralex st mesh (device #2) and ventralight st mesh (device #3). Per op noes, "adhesions were lysed and a ventralex st mesh (device #2) and ventralight st mesh (device #3) was placed and sutured." (B)(6) 2016 - patient was diagnosed with enterocutaneous fistula thereby underwent open repair with removal of ventralex st mesh (device #2) and ventralight st mesh (device #3). Per op noes, "the ventralex st mesh (device #2) and ventralight st mesh (device #3) were completely explanted."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). Additional emdrs were submitted to represent the bard/davol ventralex st (device #2) and the bard/davol ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex hernia patch (device #1). Additional emdrs were submitted to represent the bard/davol ventralex st patch (device #2) and the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch, ventralex st patch & ventralight st on (B)(6) 2015 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.